Event description:
Ous MDR- after an implantation period of approximately 31 months, it was reported that the device could not be interrogated. The ICD was explanted and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. In a next step, the returned device data were inspected. During the analysis of the available iegms periodic, heart beat coupled noise was observed in the right ventricular channel, indicating a possible insulation damage at the distal end of the right ventricular lead. Besides that, the device data showed no conspicuities. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include but are not limited to; twiddler' s syndrome, subclavian crush syndrome or other lead insulation damages. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the electrical module was found damaged most probably due to a shock delivery into an external short circuit. The damages led to a high current condition depleting the battery that eventually led to the clinical observation. There was no indication of a material or manufacturing problem.